Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the system for the reported issue. The fse verified connections on the e-100 generator, and they were working as intended. The fse noted that the e-100 generator and the erbe generator were connected to the power strip with other hospital operating room (or) equipment. The fse moved the e-100 generator and the erbe power cords to separate circuits in the or room. The fse connected the vessel sealer instrument to the e-100 and was not able to reproduce the reported issue. The fse noted that the e-100 generator was working as intended with the fse supplied vessel sealer instrument. The fse still made electrical and mechanical adjustments to correct the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there were energy generator problems with the vessel sealer instrument. Prior to calling, the customer had tried 2 vessel sealer instruments and cycled the e-100 generator without change. The customer stated they kept getting a message on the screen to check the energy cord. The technical support engineer (tse) was unable to verify logs since system was not connected at the time of the call. The customer moved the vessel sealer instrument into the erbe generator to continue. The procedure was completed as planned with no reported injury.